Manufacturer narrative:
The account cleaned the corrosion from the switches and the worked ok. The account stated they will order new switches.

Event description:
The account alleged the knee drive is running down all the time due to corrosion on the back of the siderail switches.